Manufacturer narrative:
H2. Follow up type - correction - correction was not included in supplemental #1 MDR.

Event description:
Patient had surgery performed due to the high impedance. The surgeon determined that the high impedance had been caused by incomplete lead pin insertion. After the lead pin was reinserted, no further impedance issue was observed. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns was not working and xrays were taken. It was later reported that high impedance was observed. No known surgery has occurred to date. No additional relevant information has been received.